Manufacturer narrative:
The device was returned to the distributor. A confirmation investigation performed by the distributor found the device is operating within specification. Based on the limited information provided, the root cause of the incident could not be determined. The meter reading and insulin dose before the event was not provided. The owner's guide and previous field returns have been reviewed. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported inconsistent blood readings. Insulin, diet, or exercise may have contributed to the reported hypoglycemia. This event will continue to be trended.

Event description:
The reporter called to state the bgstar measures different values spanning 100 mg/dl within 10 minutes. These values are reported to be too high vs the patient's symptoms for hypoglycemia. In (B)(6), the bgstar meter had measured 120 mg/dl but the patient had symptoms for hypoglycemia. An emergency physician measured 34 mg/dl. On the day of the call, the patient measured 411 mg/dl, and 10 minutes later, 322 mg/dl.